Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer 2.1 was failed to open. Customer tried to recover the failure, but the problem was not resolved. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial Reporter Facility: (b)(6) MEDICAL CENTER.A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 03-AUG-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that no error message was displayed on the screen. A field service engineer (FSE) was informed that the issue was resolved by the customer. Further the FSE checked the system and confirmed that there was no error message on screen, and the pharmacy was able to access medication. The system functioned as intended after the field service engineer investigated the device.